Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a periprosthetic fracture so surgeon removed all implants and re-implanted with a new cup liner, ball on conical stem construct and dall miles cables.